Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Subsequently, the device was explanted and the rv lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported.